Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips. Qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. The maximum difference between measurements was 8.3%. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294942) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This is a correction of the data sent in the previous supplemental MDR. The patient's meter was returned for investigation. The returned meter was measured with master lot strips. Qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
Occupation ni equals lay user/patient. Device requested for investigation but was no longer available.

Event description:
The customer complained of questionable inr results from her coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. At 12:14 am the customer obtained a result of 3.7 inr from their meter. At 1:30 pm the customer's result from the laboratory was 2.4 inr. The customer's therapeutic range is 2 to 3 inr. There is no allegation of an adverse event. The customer's current condition was provided as feeling fine. The customer has no hematocrit concerns, is not on heparin therapy or direct thrombin inhibitors, does not have antiphospholipid antibodies, no changes in warfarin dosage, no new medications, no changes in diet, no additional illnesses, and no symptoms of bruising or bleeding. The meter and strips were requested for investigation. Replacement products were sent. The customer stated that there are no strips remaining to return. Retention test strips (lot 294942) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation is currently ongoing.